Event description:
A customer contacted beckman coulter inc (bci) in regards to coulter gens system not generating any blast flags for a specimen ran several times in auto mode on a known chronic lymphocytic leukemia (cll) patient. Re-run on the coulter lh 780 instrument produced instrument generated r-flag on the nrbc count, but also did not flag for blast. Manual review showed small lymphoblasts. The erroneous results were not reported out of the laboratory. No death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
Sample was collected in a 3 ml vacutainer tube and sampled within 8 hours the instrument is within qc specification with respect to controls (accuracy) and reproducibility (precision). Controls are run twice daily. Controls were run before and after the incident and recovered within assay ranges. Raw data are not available. Service was not dispatched for this event. A clear root cause can not be determined for this event; however, sample gave instrument generated nrbc flag.